Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was implanted weeks prior to (B)(6) 2014 in the common bile duct. According to the complainant, on (B)(6) 2014 an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure was done. During the procedure, it was found out the stent had migrated up in the common bile duct. The stent was retrieved successfully and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Stent migration post procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.